Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the reporter attempted to insert the 22g piv to right ac. Blood return was noted, however upon advancement of the catheter they noticed lots of resistance and could see that catheter was kinked underneath skin, therefore writer removed same. The catheter was noted to be broken off upon removal, with half lodged in patient's skin, at skin level. The reporter noted that they were able to remove the remainder of piv catheter with no apparent further breaks in remainder of catheter. There was patient involvement but no reported patient harm/adverse event.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.